Event description:
Staff report that the patient's skin had breakdown and was bleeding after removing the electroconvulsive therapy (ect) electrodes from the patient's temporal area. No lotion or other products were used on the skin. Patient had good skin integrity and was well hydrated pre-procedure. Skin was prepped with chloraprep and had dried completely before the electrodes were applied. Staff are unsure why this is happening, but noted that another patient had the same experience the week before with no risk factors for skin breakdown. Staff indicated that they have not always seen this. Usually there are no marks left on the skin. Staff pulled the electrodes from this lot and have not seen the problem recur since then.the electrodes are disposable and can only be used once per treatment. The electrodes in question were not dried-they were fresh out of the bag. Additionally, there have been no changes regarding how/where the electrodes have been stored.